Event description:
During a transapical tavr procedure, the delivery system balloon burst (manufacturer report number 2015691-2014-01350). Complications occurred during retrieval of the delivery system, and the valve was damaged (this MDR). During deployment of a second valve, the second delivery system also burst (manufacturer report number 2015691-2014-01351). There was severe calcium in the stj, as well as on the non coronary cusp and proximal to the cusp. Due to the calcium the balloons burst. Initially, wire access was obtained, the sheath was successfully inserted, and balloon aortic valvuloplasty (bav) was performed. The delivery system was then advanced; the valve was positioned 50:50 in the annulus and upon full inflation of the valve, the delivery system balloon ruptured. The valve landed 40/60 aortic/ventricular, however, was slightly under deployed. The ruptured balloon was hung up in the valve and was not able to be pulled back into the sheath. It was decided to push the delivery system balloon proximal into the ascending aorta. Upon doing this, the ascendra sheath was pushed through the valve in order to capture the balloon that was getting stuck on the valve. The balloon was pulled back into the sheath, however, the proximal nose cone of the delivery system ripped off and dislodged in the aorta. It landed and maintained position in the descending abdominal aorta. At this point it was decided to finish treating the valve. A 22x4z-med balloon was inserted to fully dilate the valve. Echo was performed and the valve looked good and stable. The ascendra sheath was then removed. A short time later, the echocardiologist noticed the valve was no longer functioning as it should, but rather staying open and briefly closing every few seconds. It appeared all the leaflets would move but not with the blood flow, rather they would miss a few beats and then close. At this point it was decided another valve was needed to fix the malfunctioning valve. A second valve was deployed and echo demonstrated the prosthetic valve was functioning well and the physicians were able to close up the apical exposure.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use and the patient screening manual, inadequate valve leaflet coaptation, is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. Factors that can contribute to impaired leaflet coaptation include over inflation of the deployment balloon and native leaflet overhang. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the inadequate coaptation of the leaflets was attributed to damage or disruption of the valve when trying to retrieve the ruptured balloon by pushing the sheath through to retrieve the device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.